Event description:
It was reported that the device was used during a laparoscopic cholecystectomy procedure. It was reported by the affiliate that the clips were spitting. The clips did not fall into the pt. There was no pt consequence.

Manufacturer narrative:
The product complaint analysis team has completed its investigation. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: clip in jaws, no; damaged jaws, yes; damaged cutter, n/a; damaged feed bar, no; damaged floor, no; damaged handle shrouds, no; damaged other, no; damaged tip shrouds, no; damaged trigger, no; damaged tube, no and damaged weld seams, no. Functional tests & results: antibackup functional, n/a; firing: feed conform, n/a; firing: form conform, n/a; jaws: hold clip, n/a; jaws: inside width at tips, .201; lockout functional, n/a and number of clips fed and formed, n/a. Analysis conclusion: based upon the inquiry info rec'd and the visual and functional results, no conclusion could be reached as to what may have caused the reported incident. Upon receipt of the instrument, it was noted the jaws had become damaged. No conclusion could be reached as to how the damage to the jaws occurred. If the jaws are torqued or closed over a hard object, the jaws can become damaged and will not form the clips properly. Each instrument is evaluated during the assembly process to ensure the clips feed and form properly. Co strives to understand each incident as it occurs in order to continuously improve co's products.